Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device determined the nitinol kite had fractured as stated in the complaint. Product most likely fractured due to excessive force being applied while attempting to shuttle the sutures.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2015. During the procedure, the nitinol kite fractured as the surgeon attempted to shuttle the sutures. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.